Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic balloon pump (iabp) display is black. There was no patient involvement reported.